Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a catheter myocardial ablation procedure, a faradrive steerable sheath clear was selected for use. After removing the dilator, air could be drawn indefinitely. The faradrive steerable sheath clear was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis as it was discarded.